Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-25 lead, implanted on (B)(6) 2001. (B)(4).

Event description:
It was reported that a right atrial (ra) lead alert was triggered for high impedance. A possible fracture was suspected. The lead continues to be monitored and will be re-evaluated in the future. The lead remains in use. No patient complications have been reported as a result of this event.